Event description:
It was reported that the pace/sense portion of the patient's right ventricular (rv) lead was replaced with another lead due to high pacing thresholds and no capture. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274drg, ICD, implanted: (B)(6) 2010. (B)(4).